Event description:
It was reported that necrosis occurred. The patient was being treated for a desmoid tumor in the hip. A total of eighteen iceforce 2.1 cx 90 degree and icerod cx 90 degree needles were used during the procedure. The patient developed wound discharge immediately post procedure, which was dressed with gauze in the periprocedural time period. It was thought that the drainage would stop on its own, however, it continued to drain via one of the stab incisions. The patient was discharged one day post procedure. Three weeks later the patient returned for a follow-up magnetic resonance imaging (MRI), which showed a good result with no further ablation treatment anticipated. The same day, fluid collection was drained from around the treatment area. The drain was removed after outputs decreased to less than 50 ml/day. Patient did receive 2 sclerotherapies of the collection once with doxycycline and the second time with doxycycline and alcohol in order to get the drainage to decrease. The patient is reported to be doing well. The physician feels the fluid was due to fat necrosis from aggressive cryoablation with abundant subcutaneous fat in this patient and that the patient was predisposed to fat necrosis.